Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot# of the pds suture(s) involved? Please confirm there was no patient consequence? What was used to complete the procedure? Is there any product available to be returned for analysis?

Event description:
It was reported that a patient underwent a heart procedure on (B)(6) 2016 and suture was used. During the procedure, the surgeon felt that the suture had a larger diameter than it should have had. The procedure was completed with the same suture. There were no adverse patient consequences reported. Additional information has been requested.